Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer felt resistance while filling a cartridge. Additionally, the customer observed a white substance while filling multiple cartridges. Customer's blood glucose was 150 mg/dl. Customer successfully filled and loaded a cartridge.